Event description:
The user facility reported to terumo cardiovascular systems that prior to endoscopic vein harvesting procedure, the endoscope was blurry. There was no patient involvement. The surgery was completed successfully. The product was changed out.

Manufacturer narrative:
Upon evaluation of the device the complaint was confirmed. Performance testing noted that the image displayed was blurry. Damage sustained by the device during handling and the sterilization process caused the event. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4). All information has been placed on file with quality management for tracking, trending, and follow-up.